Event description:
It was reported that pump malfunction occurred with malfunction alarm code 12, and no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was provided pump reset instructions, successfully reset pump without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction returned, which customer acknowledged and understood.